Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer stated that they were at the beach and their insulin pump may have been exposed to moisture. The customer stated that they received a no delivery alarm first then changed the set. After changing the set the customer received the motor error alarm. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer declined troubleshooting the high blood glucose levels. The customer was assisted with performing a self test and the device functioned as designed. The customer was advised to monitor the insulin pump for any further issues.